Event description:
The pump was returned for investigation. Investigation revealed that there was contamination found under all of the contacts. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: evaluation revealed that rubber keypad was intact. Evaluation revealed that the contrast button was intermittently unresponsive and required multiple presses to elicit a response. The up, down and ok buttons responded appropriately. There was evidence of contamination found under all button contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.